Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (segments missing w/ moisture) issue. It was reported that there was moisture visible in behind the display, in the battery compartment and in the ir window on the back of the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/17/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/24/2015 with the following findings: during testing, the pump powered on to a blank display screen. Evidence of moisture was visible in the display lens. A test screen was installed and did not display properly. The battery compartment was found to be cracked. The pump failed a leak test due to the battery compartment crack. The pump cover was opened and evidence of moisture was found throughout the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.